Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant non-bwi products include a st. Jude medical agilis 8.5 french sheath. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping/ablation, the patient became hypotensive and reported chest pain. Transthoracic echocardiography revealed a pericardial effusion. Pericardiocentesis yielded 200 ml. Patient was admitted to the intensive care unit (ICU). Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for observation. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. No transseptal puncture was performed. A st. Jude medical agilis 8.5 french sheath was used. Generator was set on 30 watts. There is no further information regarding generator parameters, generator settings, or power titration. Overall ablation time was 3 minutes and 24 seconds. Last ablation was 12 seconds. It was noted that the site of injury is unknown. Irrigated catheter flow was set at 17 ml/min. Patient did not receive anticoagulant during the procedure. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.